Event description:
It was reported that during postoperative appointment, it was found out that patients has an abscess on midline incision site.

Event description:
It was reported that during postoperative appointment, it was found out that patients has an abscess on midline incision site. Additional information was received that the patient underwent a lead explant procedure. The explanted lead will not be returned as it was discarded by the medical facility.